Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred one day after the sensor had been inserted into the abdomen. According to the reporter, on (B)(6) 2024, the pediatric patient was taken to the hospital and contacted tandem tech support. The patient was hospitalized for two days and diagnosed with diabetic ketoacidosis (dka). Although the cgm was reported inaccurate, there were no bg nor cgm values reported. At the time of the report the patient was in stable condition. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.